Event description:
A malfunction alarm occurred with the code malf 12. It was unknown whether the issue caused the customer¿s blood glucose level to exceed 500 mg/dl, as the customer declined to answer. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to call back if any malfunctions occurred again.